Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, clear passage testing, and functional testing were performed, and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent secondary medication set was having an issue of simultaneous flow with the primary set during infusion. This resulted in a longer infusion time. The vent was in the closed position with no kinks noted in the line and the hanger was used at full length. The secondary bag was for potassium. This was used with a baxter pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.